Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery test and displacement test. No motor error alarms or displacement anomalies were noted. The motor was tested outside the device and passed. The unit was also received with cracked casing at the reservoir tube window corners and reservoir tube lip.

Event description:
The customer reported via phone call that she went through an airport metal detector while wearing her insulin pump and ever since her blood glucose has stayed between 200 mg/dl and just under 400 mg/dl, which she has been treating with manual insulin injections. Troubleshooting was initiated for the high blood glucose and to inspect the pump. The patient stated that she went to bed with a blood glucose of 57 mg/dl and when she woke up it was 202 mg/dl. Symptoms she experienced of hyperglycemia were blurry vision, rapid heart-rate, and feeling hot. When the pump was inspected the customer discovered a crack on the reservoir compartment. However, a high pressure test was performed and the pump passed. The self-test passed as well. The customer was still advised to discontinue use of the pump and revert to a medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.